Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer was found both drawers 5.1 and 5.2 were off the bus, showing rowboard errors for both drawers. The field service engineer powered down the station and reseated rowboard cable connections to the drawer controllers for both drawers. Upon reboot, drawer 5.1 was still off the bus. Powered down the station again and replaced the damaged retractor band. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device was not detected on the bus. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. This resulted in a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this incident.